Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was suspected to have an infection. The infection was never confirmed, and no other medical intervention was reported to treat an infection. No additional adverse patient effects were reported. The device remains implanted and in service.